Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2012, additional information was received. The physician stated that coma in 2009 did not involve vns; however, he was not willing to provide any additional information. The patient's programming history for the year 2009 was reviewed.

Event description:
On (B)(6) 2012, it was reported that this vns patient had a cat scan in 2009 and began to have seizures after the event. The reporter stated that the patient had continuous seizures and had to be hospitalized, at which point the patient was put into a coma. The generator and lead were explanted on (B)(6) 2012 and returned for product analysis on (B)(6) 2012. Product analysis for the generator was approved on (B)(6) 2012. The results indicated that the generator performed according to functional specifications, and no anomalies were found with the pulse generator. Product analysis for the lead was approved on (B)(6) 2012. Lead fracture and corrosion were both identified in the results of product analysis; however, this did not cause or contribute to a death or serious injury (previously reported in MFR report # 1644487-2012-00679). Attempts for additional information are underway.